Event description:
The customer initially called to report a button error alarm on the insulin pump. The customer then mentioned that she was hospitalized for high blood glucose levels and a bronchial infection. The reported blood glucose reading at the time of the call was 170 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.